Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device update in the distributor, the handle was able to recognize the reload and surgeon was able to press the green button but the stapler did not fire.